Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis confirmed that the display shows a speaker error. Based on the results of analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker assembly. The issue was resolved by replacing the speaker and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device displays a speaker error. It is unknown if there was sound being produced or not. The device was not in use on patient at time of event, there was no adverse event reported.